Event description:
It was reported that during treatment with one unit of polyflux 170h, an external fluid leakage was noted from the dialyzer housing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided video shows the product during treatment. A water leak is visible in the header area of the product. Visual inspection of the provided pictures shows the product during treatment. Part of the header area is visible and shows where the dripping originates. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.